Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7073140, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7072954, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) did not work to provide stimulation as intended. The patient underwent an scs system explant procedure. No further information could be obtained despite good faith efforts.